Manufacturer narrative:
The philips bench repair technician (brt) tested the device and found no functional defects. Based on the results of the analysis, the product malfunction was unable to be confirmed. The nibp pump was calibrated successfully, and the device was returned to the customer.

Manufacturer narrative:
The device was returned to bench repair for analysis. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: reporting institution phone #: (B)(4). Section e: reporter phone #: (B)(6).

Event description:
It was reported that there were sporadic measurement errors in non-invasive blood pressure (nibp). The device was in use on a patient at the time of the event. There was no adverse event reported.